Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistance between the proximal and distal markerbands. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left circumflex artery. A 16 x 2.25 mm promus premier¿ stent advanced but was unable to cross the lesion. The device was removed however it was noted that the stent was lifted. The procedure was completed using a non bsc stent. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left circumflex artery. A 16 x 2.25 mm promus premier¿ stent advanced but was unable to cross the lesion. The device was removed; however, it was noted that the stent was lifted. The procedure was completed using a non bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).